Event description:
Conmed pencil used with valley lab electro surgical unit during a routine c-section. The pencil energized on its own and burned the pt. Conmed pencil supplied in packs provided by medline (c-section pack d-ynjc9040d).